Manufacturer narrative:
The customer called olympus technical assistance support. Troubleshooting steps were performed and the following troubleshooting steps were performed. All troubleshooting had been exhausted, and the unit was defective. Tac recommended creating a service request for evaluation. The customer was transferred by tac to customer solutions for service request creation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image/blackout during inspection for use. There were no reports of patient harm.